Event description:
Device was not used to assist in securing an airway in an unconscious, not breathing pt. Intubation was classified as difficult. While emt-p was performing and intubation on a pt, the mac 4 blade fractured at the green molded plastic section that connects to the blade. Blade was switched out with another, two add'l unsuccessful intubation attempts. King airway was inserted and pt was successfully ventilated.